Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025 when the patient was at school, they felt shaky, nauseous and sweaty. The school nurse took a finger stick and it was 40 mg/dl whie the cgm was showing 300+ mg/dl. The patient was provided juice and the nurse called an ambulance. When the ambulance arrived, another finger stick was taken by emergency medical techinicians and it was 69 mg/dl while the cgm was 110 mg/dl. The patient was transported to the hospital. At the hospital a nurse checked a finger stick and it was 85 mg/dl. The patient was feeling better at this time and was only provided snacks and no medication. After 4 hours, the patient was sent home. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid when emts checked the patient. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.